Event description:
It was reported that an asymptomatic patient presented in the operating room for a device upgrade. After electrocautery was used, the pulse generator exhibited backup vvi mode. The device was explanted and replaced.